Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an appropriate treatment which did not convert the arrhythmia to a slower rhythm. The device was started up at 20:00:54 on (B)(6) 2022. At 06:03:04, an arrhythmia was detected. ECG shows vt @ 120 bpm degrading to vf. At 06:03:40, the patient received the appropriate treatment. The rhythm at the time of treatment was vt @ 260 bpm with motion artifact/electrode lead fall off. The post shock rhythm was vt @ 230 bpm with motion artifact/electrode lead fall off. The electrode belt was disconnected at 06:04:07 on (B)(6) 2022.